Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." (B)(4).

Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2011 and that a subsequent revision to exchange the poly ulna bearing was performed on (B)(6) 2011 due to infection. During the revision, the surgeon debrided the wound and attempted to exchange the ulna bearing; however, the bearing rotation tool was noted to be fractured and resulted in damage to the implant. The procedure could not be completed and another revision procedure was performed on (B)(6) 2011, after a new bearing rotation tool was received.